Event description:
It was reported that after a nurse touched the tactile screen on a carescape b850 monitor the system rebooted and displayed an error message and would not complete the reboot process. The pt was without physiological monitoring for 5 mins until an alternate monitoring device was placed into service. There was no report of injury to the pt. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.